Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the stimulator was replaced due to eri being expected soon, and would be returned for analysis. The patient experienced no symptoms related to the event and no additional diagnostics or troubleshooting had been performed, as the device was replaced due to eri.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their stimulation would turn off automatically. It was stated the patient was able to turn their stimulation on and that it would work until it turned off again. The issue had reportedly started on (B)(6) 2017. It was noted the patient had experienced no changes in location during that time. Interrogation with a physician programmer found normal impedances and noted the battery status was ok. There were no interventions planned or performed and the patient was alive no injury at the time of report. The issue remained unresolved at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
The type of report has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implantable neurostimulator (ins) passed all functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that the battery level was on 2.8v. The stimulation was turning on and off. The mdt data showed, the therapy was turned on and off several times since the last interrogation on (B)(6) 2017, dates (B)(6) 2017. There were no parity power on resets (por) or other por messages in this timeframe.